Event description:
It was reported that the programmer "suddenly" turned itself off during use. Also noted was that the programming head and the touch pen were also presenting failures. The programmer will be sent in for service. There were no patient complications reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number for the touch pen, the manufacturing date cannot be